Event description:
It was reported that during a lap assisted vaginal hysterectomy, the staple line did not completely form. Clips and cautery were used to complete the procedure. There was no adverse consequence to the patient reported; however, the procedure was prolonged due to the event, the amount of time is unknown.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.